Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unk. Prod. ID/ indigo handpiece, serial/lot #: unknown/unknown, ubd: UDI#: unknown. Applicable code for concomitant product (unk. Prod. ID/ indigo handpiece) - fdm b17, fdr c20, fdc d16 img g04063. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handpiece heats up a lot and jams. No known patient impact.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: analysis of the device could not confirm nor deny the customer's complaint because it's difficult to insert a burr into the attachment due to detached bearings. All the components are heavily corroded, the tube was warped internally, the output drive shaft's teeth were worn and the the laser markings were faded. H6: previous codes b17, c20, d16 and e2401 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device heats up up after a minute of being used. Irrigation was in use, at the flow rate requested by the surgeon. The flow rate is variable. The device was used in the automatic mode at programmed speed. There wa sno patient impact.